Manufacturer narrative:
The reported event of lead damage was confirmed. As received, a complete lead was returned in one piece. The connector pin with the cap and crimp sleeve were found pulled out from the molded connector slightly stretching the inner coil consistent with procedural damage. The cause of the reported event was due to bunching of inner coil and excessive forces resulted in the connector pin and cap to be pulled out of the connector assembly consistent with procedural damage. A device history record (DHR) review was performed, and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities.

Event description:
It was reported that the patient presented for an implant procedure. It was noted that there was difficulty to implant the left ventricular (lv) lead due to patient's tortuous anatomy. The lv lead was damaged after multiple attempts were made to sub-select a vessel. The lead was not used and replaced. The patient was stable.